Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that before use of the bd vacutainer® k2e 10.8mg plus blood collection tubes there were deformities in the tubes. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: some tubes were deformed such as a dent in the tube.